Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the trigger locked out. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # p56v15. Investigation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.